Event description:
The customer reported via phone call that they received a motor error alarm during a basal. Customer's blood glucose was 137 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Received insulin pump with intermittent blank display. Problem isolated to mother board. Failure analysis was unable to test for displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to intermittent blank display. No motor error alarm noted. Motor was tested outside the device and passed. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.